Manufacturer narrative:
The exact implant date was not available, therefore the date (B)(6) 2023 was used as estimate as it was reported the device was implanted eighteen months ago.

Event description:
It was reported that, due to patient priapism, one side of the penis could not be dilated during the inflatable penile prosthesis (ipp) implant procedure. As a result, only one cylinder was implanted, and a plug was placed in the tubing that connected to the cylinder that was not implanted. Several months later, the patient over inflated the ipp, resulting in the detachment of the plug; therefore, a revision surgery was performed to reattach the plug and re-prime the ipp. There were no patient complications reported.